Manufacturer narrative:
Device was not returned for evaluation. The age and condition of the device in not known at this time. The breakage of the device is likely due to a combination of wear over the life of the device and / or the application of atypical force on the device. Based on the description of the event the fragment remains embedded within the bone in which the screw is fixed. As such it cannot migrate and is not in contact with tissue.

Event description:
Contact reported that as the user was palpating with ball tip feeler about 1cm broke off in the hole. Doctor then was not able to retrieve broken piece he preceded with tapping and inserting a 9x95 bolt into the hole. As an unintended portion of the device was left in vivo an MDR is filed to document this malfunction.